Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the malfunction to be a failed interface pcb assembly. However, the customer declined physio's repair offer and the device was returned to the customer in the observed condition. Further cause of the reported failure could not be determined.

Event description:
It was reported that the device would not power on ac or battery source. There was no patient use associated with the event.